Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, with pairing failing on the ilet while the agent guided toggling between dexcom g6 and g7 settings, restarting the ilet, reviewing alert history, and advising a 30-minute pairing window. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care or hospitalization. Investigation included customer support troubleshooting and user education, including device restart and configuration review. Investigation of this case revealed an unresolved communication linkage issue during cgm pairing to the ilet with an alert observed on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.